Event description:
Ous MDR - after an implantation time of about 38 months, oversensing with inappropriate shocks was reported. No deterioration of the patient's state of health was reported. Only the lead was explanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned device data. The manufacturing process of this ICD was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The returned device data of the ICD were checked, and the clinical observation was confirmed. Interference in the ventricular channel was visible in the available iegms, which led to a total of 10 charge processes and 5 shock deliveries. In addition, an increase in the right-ventricular pacing impedance from "470 ohm" on (B)(6) 2013 to "1789 ohm" on (B)(6) 2013 that was documented. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.